Event description:
It was reported to philips by a customer that the unit's settings are not operational. Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated the parameter changes are erratic. The unit was at the patient's bedside about to be placed on patient. The respiratory therapist found that parameter changes are very erratic when attempting to make changes via on screen or with nav ring. No patient harm, unit removed from patient bedside without incident. The green check is still functional. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
The field service engineer replaced the front bezel to resolve the issue. The unit was functionally tested and successfully passed all testing. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Although the front bezel assembly has not been returned at this time, previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.